Manufacturer narrative:
Haemonetics did not receive the device for evaluation as the field technician conducted the service evaluation and sent report findings to haemonetics. No issues with the device or procedure, other than the tubing loading error, were found. (B)(4).

Event description:
Haemonetics received a complaint on (B)(6) 2012 for a mcs+ device with the description "a platelet donor accidentally received a bolus of air and acd while being connected to an mcs+ device and was hospitalized as a result." After venipuncture, the operator realized that an error occurred. Possible air and anticoagulant (containing sodium citrate) was infused into the donor. At that time, the donor appeared flushed, was tachycardic and had tingling at the lips. This is consistent with citrate exposure. The donor's vital signs were taken and pulse was elevated. The donor was given oxygen. The operator told the donor to seek medical attention at the local emergency room. The donor refused transport and drove self to the hospital, with center staff and his son in the car. The emergency staff reported that the donor's vital signs were within normal limits. A chest x-ray showed no abnormalities and blood work was normal. It has been determined by the center that the disposable kit tubing was not loaded properly into the device. This resulted in the tubing not being occluded by the pump rotors. This allowed for air and ac to pass through the tubing when the clamp was unclamped and be infused to the donor. The operator is prompted by the device to check that the tubing is loaded properly. If this were to recur and the error not detected by the operator, there would be a potential for serious injury as the donor could receive a bolus of anticoagulant. This can lead to arrhythmia, seizures, or tetany due to hypocalcemia. The device was evaluated by service technician and no issues were noted. The disposable kit was not available for testing.